Manufacturer narrative:
This report is being supplemented to provide a correction for g2 and additional information based on the legal manufacturer's final investigation. G2 - checked 'other' to add the country germany. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Per the legal manufacturer, the initial evaluation stated the device retained angulated due to a broken a-wire causing the end to come apart and be immobilized but upon re-evaluation this defect could not be confirmed. Re-evaluation was completed and found the device coating peeling off at the insertion section based on the results of the investigation, the cause of the device coating peeling off at the insertion section was likely from either physical or chemical stress, or the storage environment. The specific root cause of could not be determined at this time. The following information is stated in the instructions for use regarding proper handling of the device: "preparation and inspection. Inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The following information is stated in the instructions for use which may have prevented the event: "important information. Please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." The following information is stated in the instructions for use regarding reprocessing which may have prevented the event: "reprocessing: general policy. Precautions: warning: the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." The following information is stated in the instructions for use regarding storage conditions which may have prevented the event: "caution: to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone." Olympus will continue to monitor field performance for this device.

Event description:
Customer reported angulation locking malfunction. The issue occurred during a transbronchial biopsy procedure. The intended procedure was completed with a similar device. No patient injury or harm was reported. No user injury reported. Device return evaluation found device retained angulated due to a broken a-wire causing the end to come apart and be immobilized.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). Inspection found the device kept angulated due to a broken a-wire causing the end to come apart and be immobilized. Additionally, the following findings are also noted: insertion part/ distal end c-cover found burned. Insertion part/ connecting tube found deformed. Universal cord observed with chemical damage. Service repair noted that failure found could be due to use handling and or wear and tear . Investigation is ongoing. This report will be supplemented accordingly following investigation.